Event description:
During an ablation procedure a faradrive steerable sheath was selected for use. Approximately 20 minutes into the procedure, while inserting the farawave and aspirating, bubbles were observed in the sheath. The sheath was replaced, and the procedure was completed without patient complications. The device is not expected to be returned for analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
During an ablation procedure a faradrive steerable sheath was selected for use. Approximately 20 minutes into the procedure, while inserting the farawave and aspirating, bubbles were observed in the sheath. The sheath was replaced, and the procedure was completed without patient complications. The device is not expected to be returned for analysis. It was further reported that no issues observed during prep of the sheath. Prior to the air being seen it was used in the sheath the guide of exchange, the non-bsc needle (98mm). During the discover of bubbles in the sheath, in the lumen there was the farawave with starter guide. It was used a pressure bag, with high flow during insertion of farawave catheter. Bubbles were observed in the flushing line of the sheath (just after the valve of the sheath) and in the syringe. No air seen in the patient. The position of the guidewire was inside the farawave, near to the tip of the catheter (correct position).

Manufacturer narrative:
The referenced faradrive steerable sheath was returned for analysis. Visual inspection of the device noted no abnormalities. Microscopic inspection of the hemostatic valve identified a tear in the inner valve. Pressure and vacuum testing were performed, and the sheath exhibited leaking (both air ingress and fluid egress) through the tear on the outer valve.